Event description:
During a laparoscopic nissen fundoplication procedure, the saftey shield would not retract. The surgeon used another instrument to complete the procedure. No pt injury was reported.